Event description:
A consumer family reported that the patient had three different falls and they felt patient was falling due to device therapy. It was indicated that the implantable neurostimulator (ins) was causing the patient's left leg to give out. The first fall, patient hit the wall and ended up with a collapse lung. The second fall, patient fractured her hip and they were able to stabilize it with pins and wires. The 3rd fall, patient had bruised her hip. It was noted that the patient went to the ER. The healthcare provider (hcp) was aware of the issues. The indications for use for this patient were movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.